Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a xen®45 gts "fractured in the sclera tunnel during surgery." The healthcare professional "did not notice it until later that week when device was not filtering and looked longer than it should have in the sub-conj space. [Hcp] took patient back to surgery and successfully placed a new device." The xen was discarded. And hcp thinks "the insertor did it when they pulled back and then forward again." Event occurred in the left eye and it was noted there was no patient injury.